Manufacturer narrative:
No injury was reported. No lot number was reported and no sample returned. Reserve samples were both visually and mechanically tested. In order to duplicate a similar break, more than 7lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
Event desc: the feeding tube had broken off at approximately 6-7cm from the tip of the tube. The separated tube was excreted with stool. Since the patient has an infection disease, the complaint sample is not available for investigation.